Event description:
The customer reported that the pt developed an eroded nasal septum from use of the CPAP cannula for 9 days. The actual device was not available for eval. Current inventory was inspected and found to meet hudson rci specs. The facility stated that this pt will require reconstructive, cosmetic surgery to correct the damage. The labelling for this product includes a warning of possible side effects, which include nasal necrosis and necrosis of the nasal septum. The directions for use also state to check for distortion and/or pinching of the nasal septum; if present, discard the device and use the next larger size. A second check of the set-up and nasal septum is also recommended after final set-up. No failure of the device to deliver oxygen to the pt was cited in the report. Usage of the device appears to be the contributing factor to the damage that occurred. The suggested factor to the damage that occurred. The suggested size of cannula for this pt should have been a size 1. A size 0 was reported to have been used. No further investigation is being conducted for this claim.